Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had been experiencing high blood glucose with their new insulin pump. The customer stated that the insulin pump was to be replaced due to a screen issue. Their blood glucose level had been around or over 500 mg/dl since they began using it. Their current blood glucose level was 494 mg/dl. They treated with the insulin pump. Troubleshooting was performed and insulin exited without incident. The customer declined to complete troubleshooting. They will treat their high blood glucose and call back if needed. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.